Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the hospital with fever and a widely open pocket draining pus. The device pocket was completely eroded, with the pacemaker fully exposed and the proximal portions of the right atrial (ra) and right ventricular (rv) leads visible. The pacemaker, the ra and rv leads were explanted due to pocket infection and erosion. The physician stated that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.